Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 286830001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n293954, implanted: (B)(6) 2011, product type: accessory. Product ID: 355531, lot# n294227, implanted: (B)(6) 2011, product type: screening. Device product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-14, lot# n294132, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-14, lot# n283228, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that the patient¿s ins stopped working six weeks ago. The patient was last able to charge the ins six weeks ago. It was reported that the patient was looking for a new pain doctor and couldn¿t sleep last night because the pain in his leg was so bad. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the patient stopped feeling stimulation six weeks ago. It was noted that they tried to recharge but it wouldn't recharge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device worked for the patient for quite a while and ¿then it went dead at his own fault because he moved.¿ the patient stated that it happened ¿year before last ,¿ but then stated it was over a year prior to the report. It was noted that due to the implantable neurostimulator (ins) being dead, he got the ins recharged by the manufacturing representative over a year prior to the report.